Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock as a result of oversensing noise signals and low amplitude r-waves. Additionally, it was reported that the patient has previously received inappropriate shocks while programmed in secondary vector. Device feature, smart pass has been unable to enable as a result of the low amplitude signals. Technical services (ts) was consulted and recommended programming and troubleshooting options. At this time, the device remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock as a result of oversensing noise signals and low amplitude r-waves. Additionally, it was reported that the patient has previously received inappropriate shocks while programmed in secondary vector. Device feature, smart pass has been unable to enable as a result of the low amplitude signals. Technical services (ts) was consulted and recommended programming and troubleshooting options. At this time, the device remains in-service. No adverse patient effects were reported. Additional information was received that this electrode has been surgically abandoned and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported.